Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart xl, indicating the need to replace the battery. The complaint investigation revealed the need to replace the battery of a philips heartstart xl defibrillator following verification by the technical part of the installations and equipment service, in response to the reported issue of 'replace the battery.' Based on the available information and testing conducted, the cause of the reported issue was identified as the need to replace the battery in the philips heartstart xl defibrillator. To resolve the issue, a request was made for the prompt replacement of the battery, and the investigation concludes that no further action is required at this time, with the possibility of reopening the complaint file if additional information is received.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that after verification of the device it was detected that the battery needed to be replaced. There was no reported patient impact or injury.